Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue with use of the freestyle librelink application, stating "the app is not working". The customer reported that due to this issue he experienced a medical event. However, no further information was provided by the customer and thus-far no additional details have been able to be gathered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user reported an issue with the freestyle librelink application. Based on further case information the user was guided through the process of scanning a freestyle libre sensor using the app. The user was able to scan the sensor successfully during troubleshooting as no issue was identified with the app. Thus this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue with use of the freestyle librelink application, stating "the app is not working". The customer reported that due to this issue he experienced a medical event. However, no further information was provided by the customer and thus far no additional details have been able to be gathered. There was no report of death or permanent injury associated with this event.